Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. On an unreported date, pd therapy was discontinued and hemodialysis was started. At the time of this report, the patient outcome of this peritonitis event was not reported and the patient continued performing in center hemodialysis. No additional information is available.